Event description:
It was reported that the handpiece began overheating during an orthopaedic surgery. The procedure was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corroded motor and rotor, which were each replaced along with press plug, driver, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.